Manufacturer narrative:
Device was used for treatment, not diagnosis. The complained screw was received and evaluated. A functional test was performed where the screwdriver (B)(4) could be inserted into the recess without any problem. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a craniotomy procedure, the screw head of one of four screws could not be fitted with the screwdriver blade. The product was withdrawn. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.